Event description:
It was reported that the insulin pump had an unresponsive keypad after it had been exposed to moisture; the device had been worn in the shower multiple times. The reporter declined to provide the blood glucose reading. Advised replacement of the insulin pump. Customer treated using an insulin pen. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.